Event description:
It was reported to boston scientific corporation that a spaceoar device was placed during a spaceoar placement procedure performed on (B)(6) 2021. Magnetic resonance imaging (MRI) was performed for treatment planning on (B)(6) 2021 and showed the spaceoar gel flowing into the front wall of the rectum. There were no patient complications as a result of this event. External irradiation is scheduled to begin on (B)(6) 2021. Boston scientific corporation has been unable to obtain information to date regarding this event, despite good faith efforts.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.